Event description:
The following descriptions of the event consist of information documented by a viasys tech support specialist in response to a phone conversation with a viasys representative and information copied from an e-mail attachment from a viasys gmbh representative. "This report came in on 5/9/07 from a foreign country in an email attachment. Rep called on 5/24/07 to add to the report, the following information and he was asking if he could send the vent back to the facility to be put back in service. Apparently, viasys UK sent it to them for check out and repair." "Apparently, the patient died after this event, not right away but days or weeks later. Rep mentioned this in the phone conversation and does not know anything more. He is asking viasys for more information concerning the incident." "Reported problem: the uim [user interface module] on the avea went blank and stopped ventilation whilst on a patient with no warning or alarm; when the failure occurred the vent was removed. Tech checked the error log but all there was recurring low compressor output, he ran the vent for 24 hours at the same settings with no problem. We picked up the vent and brought it to warwick where we tested again on the same settings for 8 hours, still with no faults." The following description of the event was provided to a viasys representative by the user facility. "The ventilator [aev0 1000] failed completely with blank screen and alarm tone [backup alarm] only". The machine was taken out of service and an alternate machine sourced. As you know, I ran it for 48hrs prior to it being picked up by viasys, with no failures. The only thing in the event log was that repetitive compressor alarm; however, medical air was plugged into the machine."

Manufacturer narrative:
We have requested that our distributor contact the user facility ot obtain additional information pertaining to the report of the patient's death days or weeks following the event.